Event description:
It was reported that a pt who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) experienced a posterior rupture of the lens capsule and a displaced lens nucleus. A vitrectomy was subsequently performed. It was also reported that in the opinion of the physician who performed the laser procedure and cataract surgery, the posterior lens capsule was intact until the moment that he separated the lens quadrants during ultrasound phacoemulsification. The physician who performed the vitrectomy considered the posterior lens capsule rupture to be operating room - related and not laser related.

Manufacturer narrative:
Investigation of the incident included analysis of the system optical coherence tomography (oct) recording, the system video display recording, and the cataract surgery video. From the analysis of the oct recording, it was concluded that the laser cutting pattern of lens fragmentation had been delivered more posterior than the optimal location in the eye. The investigation concluded there were multiple factors that may have potentially caused and/or contributed to the incident: incorrect identification of posterior lens capsule boundary of the oct-displayed image by the system; coupled with the operating physician's failure to properly confirm the posterior lens capsule boundary before activating the laser; and the manipulation of the lens quadrants during ultrasound phacoemulsification.